Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). A maquet field service tech investigated the unit and a replaced the keypad to do broken cpl key. The tech tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.

Event description:
Event description from the customer: during the preventative maintenance the hcu 30 cardioplegia keypad would not function. (B)(4). (B)(6).